Manufacturer narrative:
This report is being supplemented to provide additional information ,based customer provided cleaning process and the legal manufacturer's investigation. The customer provided the cleaning, disinfecting and sterilization process as follows: the device was cleaned, disinfected and sterilized, before it was sent in for repair. There was no delay in the start of the precleaning. And no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 17 years, since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material object in the nozzle could not be determined. As the methods, for procedure in line with the reprocessing manual below. We determined, the suggested event can be detected/prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3: preparation and inspection¿, describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3: cleaning, disinfection and sterilization procedures¿, describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to clogging of the nozzle no air was fed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in the up direction did not meet the standard value due to wear of the angle wire, light guide lens had a crack, adhesive around the light guide lens was peeled, adhesive around the objective lens was peeled, electrical connector had corrosion, suction connector had discoloration, forceps channel port was shaved, the play of the up/ down knob was out of the standard value due to wear of the angle wire, adhesive on the bending section cover had a chip and a crack, electrical connector had corrosion due to water leakage, control unit had discoloration, air/ water cylinder had corrosion, paint on the suction cylinder was peeled, connecting tube had discoloration, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective air/ water supply. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.